Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient with a history of premature ventricular contractions in pattern of bigeminy using a large flexnav delivery system. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. It was noted during procedure, that the patient developed an onset of atrial fibrillation with rapid ventricular response when a non-abbott guidewire was placed. The decision was made to cardiovert the patient and administer an intravenous amiodarone bolus. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. Once a pull back of the guidewire was performed it was noted that the patient was still in atrial fibrillation with rapid ventricular response. The final non-coronary cusp implant depth was 7mm. The patient's heart rate slowed with amiodarone and a fluid bolus was administered. At the end of procedure, the patient was cardioverted once more. Thereafter, the patient returned to a normal sinus rhythm. There was no difficulty experienced implanting the 27mm navitor vision valve and no clinically significant delay in procedure reported. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The cause of the patient's atrial fibrillation with rapid ventricular response is unknown. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes an admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A4, a5, a6: patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (bab flexible fabric assorted 100 CT USA 381371150786, 8137115078usa ,8137115078usa, lot/ctrl # 220312). D4: 510(k) exempt device I complaint. UDI and expiration date are not available for reporting. UDI: (B)(4). Upc # 381371150786 . Expiration date: ni. Lot #: 220312. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 12, 2022. H6: e1718 refers to the consumer alleged for additional sores opening/exacerbated the conditions by causing additional breakdown of skin (skin injury) e2402 refers to consumer " intentional misuse/off-label use" of the product. Consumer used the product to cover a pimple and reported breakdown of skin, sores opening and healing for two months. Health care professional consultation reported and events treated with doxycycline, mupirocin, neosporin and using nonstick pads. No direct report of any necrosis/gangrene. No report of hospitalization or any significant medical treatment or intervention was reported. Two medwatches (1000599868-2025-00002) are being submitted as two devices were involved with the same event description and consumer. See medwatch 1000599868-2025-00002. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.